Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of remote transmissions revealed non-sustained oversensing episodes. It was revealed that the patient's husband had recently purchased a foot spa machine. Electrical impulses from the machine were being detected by the device. The patient reported feeling faint every time she used the machine. Programming changes were made. The patient was doing fine.